Event description:
Customer reported receiving an error message on his unlocked freestyle meter. The device was returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.